Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead analyzed.

Event description:
It was reported that, one week after implant, the ventricular impedances increased. High impedance of 1900 ohms bipolar (1500 ohms unipolar) and high thresholds values were measured. The stimulation was inactive in bipolar mode when it was ok in unipolar mode. The lead was replaced. No patient complications have been reported as a result of this event.